Event description:
This report contains both initial and f/u info rec'd from a consumer via the (B)(6) poison control center. Initial info was rec'd on (B)(6) 2011 from a male consumer via the (B)(6) poison control center. This (B)(6) consumer, with relevant history of asthma, used the colgate 360 microsonic power toothbrush and the bristles began to fall out. As a result, he developed wheezing and throat tingling. He began using the toothbrush in (B)(6) 2011 (unspecified date), brushing one to two times daily. The bristles began to fall out upon initial use of the toothbrush and he could see the bristles when he spat out his toothpaste after brushing. In (B)(6) 2011 (unspecified date), a bristle became stuck in his throat. He had not used his ventolin inhaler for quite some time prior to the report, but he decided to use it for treatment of this event. He also discontinued use of the toothbrush in (B)(6) 2011. He contacted his physician concerning the events, but was told there was no reason for him to be seen in the office. Per add'l info rec'd from the consumer on (B)(6) 2011 (12:59 pm), he was still wheezing. At the time of the report, the consumer had not recovered. F/u info rec'd on (B)(6) 2011 from the consumer via (B)(6) poison control center. After the event occurred, he took a drink in addition to using the inhaler. However, his symptoms remained the same. Per the consumer's wife, on (B)(6) 2011 he went to see his physician, who advised him to go to the hospital in order to extract the bristles. He was seen in the emergency room of the local hospital and was administered oxygen and a prescription for steroids. He was not told by the hospital physician whether his symptoms were related to the use of the toothbrush or not. At the time of the report, the consumer was recovering, as his symptoms had improved. Case reference number (B)(4) is a case report sent by a consumer.